Manufacturer narrative:
H.6. Investigation: samples were returned and investigated. The customer complaint that the maxzero could not be flushed through, it was occluded could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the maxzero needleless connector experienced occlusion. The following information was provided by the initial reporter: maxzero could not be flushed through, it was occluded. The facility did state that they use the lipid to prime the connector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector experienced occlusion. The following information was provided by the initial reporter: maxzero could not be flushed through, it was occluded. The facility did state that they use the lipid to prime the connector.